Event description:
During preparation for an arthroscopic procedure, the physician was utilizing a speedstitch suturing device. The physician reported the speedstitch magnum wire suture cartridges would not lock into the barrel of the needle. No patient injuries were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but not received. Reference manufacturers report(s): 9019871-2012-00353.